Event description:
It was reported that a user started a new dexcom g7 continuous glucose monitor (cgm) sensor that paired with the dexcom app but failed to pair with the ilet, consistent with a communication issue limited to the ilet interface; support advised re-entering the sensor pairing code and allow time for repairing. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability-related communication failure involving the sensor¿s wireless communication pathway, with the antenna identified as the implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.